Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver. 4.11c. Retainer ring = black. On (B)(6) 2021 the customer reported he/she wasn't able to get the battery out of the battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: scratched case. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. The unit failed displacement test. During the test, the motor stopped loading prematurely. Unable to perform the displacement test due to the improper loading. The case was cut open. While the boards were being taken out of the case, the motor sleeve was stuck to the motor slide. After visual inspection, there is a ring of sticky substance on the motor sleeve. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards or other assemblies inside the unit. In summary, the customer¿s report of not being able to get the battery out of the battery compartment was not confirmed during visual inspection. The unit was unable to load properly due to the stickiness between the motor sleeve and the motor slide. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.